Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568-45 lead, implanted: 2003 (B)(6) (B)(4).

Event description:
It was reported that the patient presented to the emergency department with symptoms of syncope, was very tired, and was in atrial fibrillation (af). It was also reported that the right ventricular (rv) lead demonstrated high bipolar threshold, low impedance, and oversensing. It was noted that there was inappropriate inhibition of pacing. The lead was initially reprogrammed. Subsequently, the lead was capped and was replaced. No further patient complications have been reported as a result of this event.